Event description:
A report was received from the customer with the following event description: "while pacing a pt the pacer stopped working twice. Pt being paced for bradycardia with altered mentation. The first time it stopped was when the stretcher was removed from the unit at the hospital. The failure did not cause harm to pt. Pt maintained mentation and radial pulse after the pacer stopped the second time. Limb leads remained in place during both stoppages. Pacer remained connected securely as well." There were no adverse affects to the pt reported as a result of the alleged malfunction.